Event description:
It was reported that when 1000ml was programmed in an unknown infusion it stopped when there was 400 ml still left to infuse. No further information is available.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when 1000ml was programmed in an unknown infusion it stopped when there was 400 ml still left to infuse. No further information is available.